Manufacturer narrative:
The analysis of manufacturing data confirms that custom procedure pack #590417, lot# 3531572, was built on 10-jul-2024. The UDI associated with this pack is (B)(4). During the assembly of these packs, forceps #mmsu1567cs were used, originating from two different lots: lot# 3526110 (manufactured on 28-aug-2024) and lot# 3526112 (manufactured on 03-sep-2024). Both lots share the same expiration date of 12-aug-2029. As mentioned in the initial report, the customer did not confirm which component lot was involved; therefore, no expiration date was provided in the relevant section. Additionally, no UDI was supplied for the forceps, as this component is part of a custom procedure pack. Since the customer did not specify which forceps were used and confirmed that the product is not available for return, we are unable to determine definitively which lot number was involved in the reported incident. The bvi quality assurance department has followed internal procedures to investigate the complaint. The investigation included a review of current process controls and the device history record (DHR). All manufacturing operations were properly documented, with complete signatures and dates. No nonconformities were identified in the bvi bidford manufacturing process for the affected product. No samples were returned from the customer for further review. The evaluation of this complaint was performed based on available information from the customer and historical data of similar incidents. Following the investigation, the root cause of the failure mode has not been identified but it is more likely that the "sharp tip" described by the customer was originated at the supplier's manufacturing site. During packaging process at bvi bidford, there are no steps that would physically change the design of the component. After a thorough investigation of the complaint, it has been determined that no corrective or preventive actions will be initiated. The issue reported does not indicate a systemic or recurring problem, and no further action will be taken at this time. The complaint has been acknowledged per customer information and added to bvi records. Bvi will continue to monitor feedback from our customers and take appropriate action if an unfavorable trend is observed.

Manufacturer narrative:
Additional information will be provided upon investigation conclusions.

Event description:
The customer reported the occurrence of a deep stromal wound on the cornea during cataract surgery, which was perpendicular to the surgical incision. This complication led to the formation of a corneal flap, requiring medical intervention, including suturing and the application of a bandage lens. While the information received to date does not indicate any permanent damage or functional impairment of the eye, we cannot exclude the possibility that such an outcome may have occured upon reoccurrence of the situation described. The complaint was initially raised against the custom procedure pack ref # (B)(4). The customer, however, clarified that after a detailed evaluation, they connected the occurrence to the rhexis forceps (part number mmsu1567c) included in the procedural pack. The customer alleged that the wide jaws, particularly with square edges and a sharp angle, of the forceps could have caused the injury, especially considering the back-and-forth motions involved in the rhexis procedure. In the customer's opinion, these features of the forceps may have contributed to the phenomenon observed. However, it is important to note that, with the information available to date, it remains unclear whether the forceps were indeed malfunctioning at the time of the incident.